Event description:
Literature information: bess et al. Does recombinant human bone morphogenetic protein-2 (rhbmp-2) use in adult spinal deformity (asd) increase complications and are complications associated with location of rhbmp-2 use? A prospective, multicenter study of 279 consecutive patients. Spine. 2013. Doi: 10.1097/brs.0000000000000104. Event description: it was reported in a literature publication that asd patients consecutively enrolled into a prospective, multicenter database, were evaluated for type and timing of acute perioperative complications. 279 patients met inclusion criteria (age = 18 years, asd, spinal arthrodesis >4 levels, and =3 months follow-up) and were divided into two groups, those that received bmp, and those that did not. Bmp was used in 172 patients. The authors concluded that rhbmp-2 use and location of rhbmp-2 use in asd surgery, at reported doses, does not increase acute major, neurological or wound complications. There were 283 total complications in the bmp group. The reported rates of complication were as follows: neurological complications per patient = 0.23 wound complications rate per patient = 0.05 infection rate per patient = 0.14 deep infection rate per patient = 0.05 superficial infection rate per patient = 0.02 sepsis rate per patient = 0.01 pneumonia rate per patient = 0.02 uti rate per patient = 0.02 implant complication rate per patient = 0.15 cardiopulmonary complication rate per patient = 0.24 renal complication rate per patient = 0.02 gi complication rate per patient = 0.10 operative complication rate per patient = 0.3.

Manufacturer narrative:
Literature citation: bess et al. Does recombinant human bone morphogenetic protein-2 (rhbmp-2) use in adult spinal deformity (asd) increase complications and are complications associated with location of rhbmp-2 use? A prospective, multicenter study of 279 consecutive patients. Spine. 2013. Doi: 10.1097/brs.0000000000000104. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.